Event description:
The customer reported that during a patient event, their device would not deliver a defibrillation shock. The customer attempted this several more times with no change in the outcome. The customer had a back up device immediately available and continued patient care. The customer did not report any adverse outcome of the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed keypad assembly was returned to the failure analysis center for further evaluation. The cause of the reported failure was determined to be due to damage to the push button switch for the "charge" key. The switch was locked down in the shorted position, which meant it was always activated and would not allow the device to deliver defibrillation energy. The cause of the damage to the key could not be determined.